Event description:
It was reported that welded joints at several locations of kits were detached. No injuries were reported.

Manufacturer narrative:
Device has not been returned for evaluation.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) pediatric dpt - vamp jr. Kit. Pediatric tubing was completely broken from solvent bond joint with distal stopcock (see attached photo). Rough surfaces were observed at broken tubing ends. Tubing was bent at the site of damage. There was no other damage on the returned kit.